Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that the patient received a total right knee arthroplasty on (B)(6) 2014, it is stated that, "in the years following the surgeries, experienced pain, swelling, instability, and bone loss on both knees caused by early and accelerated polyethylene wear and/or component loosening." There is no other patient demographic or medical history available. No other information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: optetrak logic fit tibial tray cemented (02-012-45-3030; (B)(6)). Optetrak logic femoral component posterior stabilized cemented (02-010-01-0330; (B)(6)). Optetrak 3 peg patella cemented (200-02-35; (B)(6)). H6. Health effect - impact code-patient not revised. These devices are used for treatment not diagnosis. Pending investigation. No other information is available.